Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Additional information received reported that the first rist catheter used in the procedure was too long. There was no device deficiency with the catheter. The incorrect size was used.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The event is reported at this time based on medtronic study sponsor assessment of the event determining the event should be considered a serious adverse event. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received a report that the post-procedure MRI showed minimal ischemic lesions in the right sylvian territory of junctional appearance. The patient experienced a slight deficit of the left upper limb. It was noted there was hospitalization but it was not a prolongation of normal hospitalization. The event was assessed to be possibly related to the medication and procedure, and related to the device (rist radial access catheter 5.5f ). The event was resolved on (B)(6) 2021. Additional information received indicated there was no hospitalization for the patient. Additional information received reported that the patient experienced post-procedure confusion and left hemi-negligence. Additional information received reported medtronic study sponsor review considered the event to be a serious adverse event of ischemic stroke that had a causal relationship with the procedure, possibly related to the device, not related to the antiplatelet treatment. The event did not require any additional treatment.